Event description:
It was reported that during the procedure, the subject balloon was not deflating at all even after removing the guidewire out of the balloon. The balloon was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during the procedure, the subject balloon was not deflating at all even after removing the guidewire out of the balloon. The balloon was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The visual inspection was not performed due to the product not being returned. The functional inspection was not performed due to the product not being returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per directions for use (dfu) instructions. There was no indication of a user related issue. The patient¿s anatomy was moderately tortuous. It is most likely that the anatomy of the patient contributed to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿balloon difficult/unable to deflate during use¿.